Manufacturer narrative:
One (1) 5.5 ti opn iliac cn 40mm (product code: 1797-97-040) was returned to the complaint handling unit (chu) for evaluation. Visual inspection of the returned devices revealed that the threads on the connector¿s tulip head were torn and the tulip head appears to be splayed and the device has fallen apart. The returned part has significant impaction marks on it. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause cannot be determined with the information provided. However, the most likely root cause may due to the setscrew not being properly seated in the open connector and inadvertently cross threading with an excessive force, resulting in the torn threads and slayed tulip head. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Rep contacted customer service to report a complaint. No details. Details of event: product would not final tighten with a set screw, almost seemed like the head was splayed slightly. Surgeon removed and replaced with another connector. Upon removal, the item came apart into three pieces. No harm done to patient, about 10 minutes extra time in surgery.